Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had allergic reaction to the ICD and the lead. The lead and the ICD were explanted. The patient was stable post-procedure.